Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display screen was found to be discolored. Visual inspection revealed that the battery compartment was cracked from the threads to the case seal. The returned battery cap was used to complete all testing. Unrelated to the complaint, evaluation revealed that the internal clock battery was leaking. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen discolored. Investigation also revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.